Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm and a failed battery test. Blood glucose level at the time of the incident was 346 mg/dl which was treated with insulin pump. Blood glucose was 333 mg/dl at the time of the call. Customer was able to rewind the device. The customer performed displacement test and passed. The customer also reported getting a battery out limit alarm and an off no power alarm without getting a low battery alert. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.